Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a ventral incarcerated hernia and an umbilical hernia repair on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced persistent abdominal pain, diminished bowel motility and bowel obstruction, seroma, secondary infection, and the recurrence of umbilical hernias. He was referred by his treating physician for an ultrasound diagnostic study of the abdomen and anterior abdominal wall in (B)(6) 2016. The ultrasound revealed a seroma which contained solid debris or possible hemorrhage. The ultrasound also revealed two recurrent hernias in the umbilicus area of the abdominal wall. The mesh implanted on (B)(6) 2014 was not identified in the study. It was reported that the patient will undergo at least one other revision surgery. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent revision of mesh (B)(6)2017 by dr. (B)(6) at (B)(6) due to recurrent ventral hernia. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.